Manufacturer narrative:
(B)(4). The same day as onset of the peritonitis event the patient presented to the emergency room with the (previously reported) manifestations of abdominal pain, nausea and cloudy peritoneal effluent. The patient was not hospitalized. At the time of this report, the patient remained "under treatment for peritonitis at home." The day after receipt of this report, the patient will be "re-evaluated with probable suspension of the treatment." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. It was not reported if extraneal and physioneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, the event was confirmed by the nurse. A peritoneal dialysis patient experienced peritonitis while performing continuous ambulatory peritoneal dialysis therapy. The event was manifested by abdominal pain, nausea, and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (2 g on the day of the event, the following day, and three days later), intraperitoneal ceftazidime (1g per day; duration not reported), and oral fluconazole (100 mg per day; duration not reported) for peritonitis. Five days after the event onset, the ceftazidime was discontinued due to culture results. The following day the vancomycin was administered intraperitoneal 2g ¿3 in 3 days¿ (further details not reported). At the time of this report, the patient is recovering and remains on vancomycin and fluconazole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up the nurse reported treatment with vancomycin was discontinued twenty-two days after initiation. The same day the patient was ¿asymptomatic ¿and recovered from the peritonitis event. Treatment with fluconazole was discontinued twenty-eight days after initiation. Should additional relevant information become available, a supplemental report will be submitted.